Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that lead integrity alert (lia) was triggered due to high right ventricular (rv) lead impedance. The device will be reprogrammed and lead remains in use. No patient complications have been reported as a result of this event.